Event description:
It was reported that the user experienced hypoglycemia after a meal when the meal announcement resulted in excess insulin delivery relative to carbohydrate intake, leading to an urgent low that was self-treated with oral glucose sources and followed by education on appropriate treatment of lows and meal announcements. Symptoms included low blood glucose with a nadir of 55 mg/dl and subsequent recovery to 78 mg/dl. Outcomes included self-management without medical intervention or hospitalization. Investigation included customer care troubleshooting and user education regarding correct meal sizing and use of fast-acting carbohydrates for hypoglycemia. Investigation of this case revealed no device malfunction and suggested user-related factors, specifically incorrect meal size estimation and overtreatment of hypoglycemia, as the contributors to the event. It was concluded, based on previously established findings for similar reports, that the cause was user technique related to meal announcement and carbohydrate treatment.